Event description:
Olympus was informed that during a turis plasma evaporization procedure, the electrode loop wire broke and fell into the pt after three activation cycles. The broken loop wire was retrieved from the pt by unk device. The procedure was completed and no further pt consequences have been reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. However, olympus rep was able to obtain a picture of the subject device from the user facility. The picture showed that the area of detachment had no signs of thermal damage or electrical burn-off, but it appeared that the wire material broke mechanically. The exact cause of the user's experience could not be conclusively determined due to the absence of the device to investigate. If add'l and significant info becomes available at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.